Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during patient infusion. The device was filled with 4776mg fluorouracil in 0.9%sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 04, 2019 - october 07, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.